Event description:
Dealer called stating that the rear canes on the solara2g manual wheelchair allegedly broke. Dealer stated that this is a common occurrence due to the consumers medical condition. Quote was issued for the replacement parts.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model solara2g, serial number/date code (B)(4) is approximately 4 years 7 months old. The owner's manual part number 1125027 rev c (sep-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's preexisting medical condition, the dealer is unsure of the exact name of the condition but states that a side effect is abnormal strength, and in the users fits her has allegedly destroyed several parts on his wheelchair. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.